Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced the under detection of premature ventricular contractions (pvc). It was also noted the undersensing was found on bradycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.